Event description:
Hospital reports that, allegedly, during a procedure, the instrument end of high frequency cable sparked and separated which ignited a small area on the surgeon's gown and scrubs; fire was quickly extinguished, the cord replaced, and the procedure was completed. Neither doctor or patient was injured.

Manufacturer narrative:
Subject instrument was not returned, but we did receive pictures. The pictures show that the cable broke at the point where it connects to the strain relief on the instrument connector side of cable. The end of the truncated wire shows signs of charring. The cord has been in use for over 3 years. We suspect wear and tear of long usage may have caused this damage. We have advised hospital to change out old cables.